Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were seen in ER. Their meter allegedly was having an undefined issue. The result on their meter was unable to test. The result on the ER meter was 364 mg/dl. There was no comparison. Treatment was insulin. No further information has been reported.